Event description:
Pt admitted after taking laxatives for chronic constipation, subsequently she developed significant abdominal cramping and nausea and had syncopal spell. She arrived in ed and had so much diarrhea a dignicare rectal tube was inserted. The rectal tube remained in place for 3 days. Pt had inpatient esophagogastroduodenoscopy procedure during hospital stay, findings revealed left sided ischemic colitis (per pathology report) "acute ischemic necrosis (moderate)", most pronounced in the rectum. The physician has concerns that the rectal tube contributed to the ischemic necrosis.